Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pcz244 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one patient reported event / one procedure? 5 of the sutures were affected. The customer returned the remaining 7. Investigation summary: seven unopened samples of product code j497, lot pcz244 were returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of seven unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements. Note: events reported via mw 2210968-2019-87658, 2210968-2019-87659, 2210968-2019-87660, 2210968-2019-87661.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.